Manufacturer narrative:
H 6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The root cause could not be determined since insufficient clinical details and logs were provided and no defects were found on the returned device.

Manufacturer narrative:
There are two associated devices for the reported event. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Controller failure was reported. It was discussed to push the white cable in fully which initially corrected the issue. Placement signal (ps) and left ventricle (lv) waveforms returned and alarm went away. Pump continued to function well. Towards the end of the case a yellow "controller error: switch to back up controller" alarm appeared. White cable was fully plugged in. Since no other trouble shooting was possible, the decision was made to switch to an alternate controller. Pump switched without issue and it continued to function normally on the new controller. There was no patient injury reported. Additionally, it was reported that the patients urine turned reddish in color. Labs were ordered and results were noted to be pending. No alarms. The physician wanted to get labs back and then decide on plan. The patient continued on support until the device was explanted.

Manufacturer narrative:
D9 updated; the product has been returned. This investigation is ongoing.